Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag arm hose was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit had a large leak discovered during pre-use checkout. There was no report of patient involvement.

Manufacturer narrative:
Additional information has been received that the failure in this case was due to another manufacturer's product, the carefusion hose. There was no failure of the ge healthcare equipment. Therefore, it is not a reportable event. The manufacturer has been notified of this failure.